Event description:
Healthcare professional reported "rupture" this record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on anterior side assessed as unidentified (tear) opening. Shell thickness within specification. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "rupture" this record is for the right side. Device has been explanted.